Manufacturer narrative:
(B)(4).

Event description:
Member called in to support. Transmitter was fine for 2 sensors and stopped reading.followed all troubleshooting and no luck in connecting transmitter. Member used twosensors in troubleshooting, and we replaced both.